Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported the anchor of the xtra-silent nite slide-link sleep appliance broke off. The patient started using the appliance on (B)(6) 2023. The patient reported the incident on 06/04/ 2024 when waking up in the morning noticed that the anchor broke off from the right side. Provider states that the patient did not suffer any harm or injury from the incident, just difficult to wear the appliance. Patient continued using appliance until a replacement was issued. Provider states that the device was cleaned with plain water, and patient used remaining toothpaste on brush to wash device in the mornings. No other issues reported.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results : the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. G3 date of manufacture and h6 codings are updated with reference to the complaint number: (B)(4).

Manufacturer narrative:
DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time.